Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2008, the pt underwent treatment with gore excluder aaa endoprostheses. On (B)(6) 2011, aortic extenders were added as proximal extensions to the trunk, up to the lowest renal artery. The procedure was successful with no complications.